Event description:
It was reported that insulin was leaking past the o-rings. No further information was provided.

Manufacturer narrative:
Inspected three randomly sealed reservoirs, performed manual prime and high pressure test. All three reservoirs passed per specification. No leakage anomalies was observed during the analysis. Checked the o-rings for defects and none were found. All reservoirs found connected and locked in place properly.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.